Manufacturer narrative:
A portion of the surgically abandoned lead was returned for analysis. This report will be updated after analysis is complete.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a spike in pace impedances on the right ventricular (rv) lead. The values rose from 515 ohms and to out of range values greater than 2500 ohms. The day of the spike in impedances correlates to the day the patient was in a car accident. In addition, the patient has received inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response. Noise was not observed and could not be produced with testing. Technical services discussed troubleshooting, but ultimately, the lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A portion of the surgically abandoned lead was never returned for analysis. Therefore, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct previous information in the report.